Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the atrial and ventricular channels. Additionally, heartlogic heart failure index crossed the alert threshold of 16 when the alert recovery threshold is 6. This device remains in service and no adverse patient effects were reported. Additional information was received indicating that the patient had hand surgery, so the noise is potential electromagnetic interference (emi).